Event description:
The patient has reportedly experienced poor performance with use of the device. External equipment was exchanged and the reported problem was resolved. However, the patient elected to have surgery to remove the implant. Surgery has been scheduled to explant the patient's device and reimplant with another cochlear implant.